Event description:
As reported by field clinical specialist, after placing a 23mm sapien 3 ultra (s3u) valve inside a pre-existing 23mm surgical valve in the aortic position, the s3u appeared under-expanded with a mean echo gradient of 15mmhg. The decision was made to perform a bioprosthetic valve fracture using a 24mm non-edwards balloon. This recommendation was given by 2 proctors as well as the valve in valve app. After fracture the patient had developed severe central ai. This resulted in the placement of a second s3u valve. The second valve sealed the leak, the mean gradient was 9mmhg, and the patient left the room in stable condition. Per additional information, the valve was under-expanded because it was restricted by the bpv which had an ID of 21mm. The 24mm non-edwards balloon fracture caused the overexpansion and thus the central ai.

Manufacturer narrative:
The valve remains implanted. Investigation is ongoing. H3 other text : valve remains implanted.

Manufacturer narrative:
As no product was returned, no visual inspection, functional testing or dimensional testing could be performed. No imagery was provided for review. No product returned engineering evaluation was performed with applicable technical summary written by edwards lifesciences. As the technical summary applies to this complaint event, an engineering evaluation is not required. Root cause analysis is captured in the technical summary. Review of manufacturing mitigations is captured in the technical summary. While the relevant IFU was not listed in the technical summary, review of IFU/training material revealed similar contents as captured in the technical summary. Therefore, the technical summary remains applicable to this complaint event a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ''valve deployment and position - deployed valve exhibits central regurgitation'' was unable to be confirmed due to unavailability of medical report/imagery. A review of the DHR and complaint history from technical summary revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to deploy valve. As reported, ''after placing a 23mm sapien 3 ultra (s3u) valve inside a pre-existing 23mm surgical valve in the aortic position, the s3u appeared under-expanded with a mean echo gradient of 15mmhg. The decision was made to perform a bioprosthetic valve fracture using a 24mm non-edwards balloon. Per additional information, the valve was under-expanded because it was restricted by the bpv which had an ID of 21mm. The 24mm non-edwards balloon fracture caused the overexpansion and thus the central ai''. Per training manual, post dilation poses an associated risk of central regurgitation and is identified as one of the potential root causes of this event per technical summary. In addition, the training manual instructs the user not to over inflate the valve to maintain proper valve function as overinflation can potentially damage the leaflet leading to central leakage and fracture the existing surgical valve. As such, available information suggests that procedural factors (thv overexpansion) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required